Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, g.3, h.6.

Event description:
Healthcare professional reported left side "liquid" in implant and rupture.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and device return has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "liquid" in implant. The device remains implanted.